Manufacturer narrative:
Age: age at the time of surgery (mean ± sd): 59.3±14.2 weight & ethnicity: information unknown/not provided. Date of event: unknown, not provided. Serial number: unknown, information not provided. Model number: unknown, information not provided. A complete catalog number is unknown as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. Implant date: unknown, information not provided. Explant date: not applicable, as there is no indication that the device was explanted. Phone number: (B)(6). The device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Citation: asaoka, s., kasuga, t., matsunaga, t., hayashi, y., asada, y., iwamoto, s., hirakata, t., honda, r., obazawa, h., saaki, h., ohta, t., and matsuda, a.. Operative complications of glaucoma drainage implant tube insertion through the sulcus for pseudophakic eye. 2021. Journal of glaucoma publish ahead of print doi:10.1097/ijg.0000000000001783. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: title: operative complications of glaucoma drainage implant tube insertion through the sulcus for pseudophakic eye. A retrospective observational study was done to report intraoperative and early postoperative complications of ciliary sulcus tube insertion of glaucoma drainage implants (gdis). A total of 104 eyes with refractory glaucoma underwent gdi tube insertion through the ciliary sulcus. Thirteen eyes (13) were treated with the baerveldt implant (bdi; johnson & johnson surgical vision, inc.) And 91 were treated with the ahmed valve (agv; new world medical inc.). Of the 13 eyes treated with bdi, one eye required reinsertion of the tube due to malposition (straying behind the intraocular lens (iol)). The one eye with reinsertion of the bdi, the tubes were placed in the appropriate sulcus position from behind the iol by using a sinskey hook as intervention.